Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. The yoke, which was still attached to the control wire, was actuated and deployed per design. The clip assembly was not returned. It was also noticed that the over sheath was missing. The root cause could not be determined due to the clip assembly not being returned. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):(clip broke).the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection performed on (B)(6), 2010. According to the complainant, during the procedure, the resolution clip was inserted into the patient and positioned at the clipping site. However, when the physician attempted to grasp tissue with the device, it was noticed that the tines on the jaw cups of the clip were bent. The clip did not grasp tissue. It is unknown if the clip deployed although, it has been reported that the clip was not left inside of the patient. The case was completed with another resolution clip device. It was reported that the delay did not cause any harm to the patient as this was not an active bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection performed on (B)(6), 2010. According to the complainant, during the procedure, the resolution clip was inserted into the patient and positioned at the clipping site. However, when the physician attempted to grasp tissue with the device, it was noticed that the tines on the jaw cups of the clip were bent. The clip did not grasp tissue. It is unknown if the clip deployed although, it has been reported that the clip was not left inside of the patient. The case was completed with another resolution clip device. It was reported that the delay did not cause any harm to the patient as this was not an active bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.